Manufacturer narrative:
Evaluation summary: based on analysis result, this complaint is now determined to be a MDR malfunction. The complaint has been confirmed. The hand piece receptacle was damaged. It was replaced to correct the issue. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, an error code occurred. Unk how the case was completed. No pt consequence was reported.